Event description:
The physician had been unable to deploy the stent at the lesion and the system was withdrawn from the patient. After the device had been removed, it was noted that the stent had deployed. There was no clinical consequence to the patient.

Event description:
The physician had been unable to deploy the stent at the lesion and the system was withdrawn from the patient. After the device had been removed, it was noted that the stent had deployed. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. During the investigation it was discovered that the outer body was stretched on its proximal shaft at 4.5 cm distal to the strain relief. The strain relief was removed and it was observed that the outer body was stretched under the strain relief and it was also wrinkled. The outer body was compressed on its proximal shaft and on its middle shaft along its length. The inner body was in the outer body. There was a small amount of blood in the inner body and outer body. The inner body distal bumper marker was protruding through the outer body distal end. The stent was not in the outer body. The stent was returned in a plastic vial. No anomalies were noted to the coating on the outer body. The inner body was returned inside the outer body. The inner body was kinked and separated on its proximal shaft at 3.5 cm just distal to the hub location. The inner body appeared to be kinked first then separated. The inner body dual tapered tip was examined and found to be conforming to its visual specifications. The inner body was pushed and pulled in the outer body and a large amount of friction was noted when the inner body was being pushed in the outer body. The inner body was cut on its distal section at 1.6 cm and it was pulled out. The inner body was kinked and compressed on its middle shaft. The stent was conforming to its visual specifications. There is a possible indication of insufficient tightening of the rhv; however, because the reported issue occurred outside of the patient after attempted deployment, this could not be definitively identified as the primary cause or contributor. The amount of blood found in the returned device can be an indication of inadequate flush and can lead to deployment issues. Review and analysis of available information failed to identify a definitive or probable root cause. As a result, a root cause of undeterminable was assigned to this complaint.